Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Please note, the patient stated that the event occurred between 11/20/2016-12/07/2016. The exact date is unknown.

Event description:
It was reported the cleo® 90 (device) was not adhering which required the patient to change infusion sets subsequently needed more insulin due to blood sugars above 200 mg/dl. The patient also reported skin irritation due to frequent changing of the device. This complaint involves two devices. Please refer to MDR #3012307300-2016-00665.

Manufacturer narrative:
Please note, the patient stated that the event occurred between 11/20/2016-12/07/2016. The exact date is unknown.

Event description:
Additional information was received which stated that the patient also experienced skin irritation and tissue build up due to the frequent changing of the device. The patient reportedly applied steroid cream to the irritated skin.

Manufacturer narrative:
Twenty-eight devices were returned for evaluation in unused condition. Visual inspection of the devices found that the retractors were not activated and no damage was observed. Functional testing involved simulated use testing and found that the devices successfully worked as intended. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Thirty-two devices from the manufacturing line were visually inspected and functionally tested and found no discrepancies. Based on the evidence, a root cause was unable to be determined. No faults were found with the devices.